Event description:
Related manufacturer report number: 2017865-2023-47309. It was reported that no capture was observed on the right ventricular (rv) lead at maximum output. The rv lead was explanted and replaced. The explanted rv cable was observed to be crushed in some sections. The patient was stable.

Manufacturer narrative:
The reported events of clavicle crush and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies noted to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.